Manufacturer narrative:
A ge service rep performed an onsite investigation. The connector connecting the monitor cart to the c-arm was reassembled. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system started up but would not perform or capture fluoroscopic x-rays. No pt injury was reported.